Manufacturer narrative:
. E1 - phone: (B)(6). E1 - country: new caledonia h3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown right zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded following implantation in a 62-year-old male patient. The patient underwent the index endovascular abdominal aortic aneurysm repair (evar) procedure in (B)(6) 2023. In august 2025, the patient presented with right leg claudication and blood stagnation. As a result, both iliac legs were relined with competitor covered stents, in which the claudication resolved. However, by the end of the year, claudication reappeared in both legs. The patient went on to consult with their cardiologist more than one month later. It was found that the right profunda femoral and the right popliteal arteries were occluded. There was no arterial occlusion in the left leg; however, the claudication was explained by phlebitis discovered by doppler echography. Computed tomography (CT) found the endograft to be normal and there was no thrombus observed in the heart. The patient then underwent an open surgery to remove thrombus in the femoral and popliteal arteries. Arteriography during the procedure showed the graft to be normal. The physician dilated both legs systemically with a 12mm diameter balloon. The post-surgery CT showed no graft irregularity, but minor persistent occlusion of both arteries. The patient usually takes 5mg apixaban twice a day. It was reported that "last week" (late may 2026 to first week of (B)(6) 2026), claudication reappeared suddenly, with blood stagnation confirmed in both endograft legs by doppler echography. Thrombus was identified in both legs on CT imaging. The right leg was almost completely occluded, and the left leg was 70% occluded. The arterial bed was normal; however, there was a low amount of contrast under the knee. It was noted that the patient was well, able to walk and had no pain at rest. While walking the hospital corridors that afternoon, the patient experienced a small pain in their left calf. It was believed that a small thrombus embolized from the half occluded left leg. Apixaban was stopped that evening and IV unfractionated heparin was started. The physician noted that a new endovascular procedure will not be possible. The patient will require an open surgery to remove the affected endograft and replace it with a classic bifurcated graft. This will take place at another facility. This report captures an unknown zsle implanted on the right that was relined in 2025 with competitor stent and later found to be almost occluded, requiring IV unfractionated heparin and the recommendation for an open surgery at another facility. The unknown left zsle occlusion is referenced in a report with patient identifier: (B)(6). Additional information regarding event details has been requested but is currently unavailable.